Event description:
The manufacturer was made aware of a product complaint on 8/28/2025. It was reported via phone call that two system inserters were damaged during a surgical procedure and requested to be replaced. A return authorization number was issued for return of the complaint instruments. Repeated attempts to best understand the condition of the inserters and the potential impact to the patient and/or procedure were unsuccessful. Upon receipt of the complaint instruments on (B)(6) 2025, it was identified that one of the instruments had a broken distal tip. A follow-up email was sent to the complainant based on the observed inserter malfunction, and a phone call to discuss the complaint and procedure was made on (B)(6) 2025. There were no known patient complications or delay in treatment associated with this complaint. The distal engagement tip of the broken inserter was not readily identified during the procedure but rather discovered in the surgical facility sterile processing department. The complainant stated they spoke with other staff present during the procedure, and they all agreed that the system inserters were both being used at an angle during the procedure.

Manufacturer narrative:
A visual assessment of the returned system inserters showed instruments with repeated use, as identified by surface scratches and worn laser markings. One inserter (lot#: 195533) had a broken distal engagement tip. All present distal engagement tips on both inserters were damaged in a manner that suggests it was being rotated clockwise when the damage occurred. Functionality assessments were not performed due to the damaged condition of the inserters, which were removed from distributable inventory. DHR reviews were performed for lots: 195533 and 360791 and there were no manufacturing deficiencies identified. The inserter lots met all required specifications prior to being released to distributable inventory. Lot#: 195533 has been available for distribution since 10/31/2014 and lot#: 360791 has been available for distribution since 3/02/2020. It may be possible for one of the distal engagement tips of the inserter to break while being used in a surgical procedure if excessive force was placed on the tip. If the inserter was not fully engaged with the system screw, it can cause increased pressure to the engaged portion of the engagement tips and may contribute to the observed instrument malfunction. The complainant stated the surgeon was using the inserter at an angle, which could result in uneven and increased pressure to the engaged tips. There have been two other complaints of similar nature for this inserter in the past 12 months. The manufacturer will continue to monitor for reports of broken instruments and perform complaint investigations as appropriate.